Event description:
Pt reported that she experienced elevated blood glucose and increased stress on (B)(6) 2011. At 6:08 p.m, blood glucose was "a little bit too high," and pt delivered a 7 i.e correction through the infusion device. At 7:00 p.m, blood glucose was above 300 mg/dl and additional insulin was delivered through the infusion device. At 8:00 p.m, blood glucose was "hi." Pt changed the infusion set and cartridge and delivered 14 i.e through the infusion device. Blood glucose was 459 mg/dl at 9:43 p.m and 492 mg/dl at 11:13 p.m. She delivered additional insulin through the infusion device and with an insulin pen. At 2:49 a.m on (B)(6) 2011, blood glucose was 29 mg/dl. Pt drank juice and ate 1.5 b.e. At 4:00 a.m., blood glucose was 66 mg/dl and she drank add'l juice. Blood glucose was 171 mg/dl at 7:52 a.m and 219 mg/dl at 10:14 a.m. At this time, pt removed the infusion device and delivered a correction via pen. Pt checked the infusion device by delivering 14 i.e bolus, and no insulin came out. The infusion device did not display an e4 occlusion error. Normal blood glucose is 120-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.